Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer states their blood glucose level had been as high as 281mg/dl. The customer treated with bolus. The customer states their levels had dropped as low as 43mg/dl. The customer treated the lows with sugar tablets and a cookie. The customer declined to troubleshoot the device.